Manufacturer narrative:
UDI= (B)(4). Date of event: (B)(6) 2016.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo a revision procedure wherein the battery will be replaced.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo a revision procedure wherein the battery will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure. The patient was doing well post-operatively.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo a revision procedure wherein the battery will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well post-operatively.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo a revision procedure wherein the battery will be replaced.